Event description:
This ra lead was implanted on (B)(6) 2008 and was explanted on (B)(6) 2011 for an unknown reason. The physician was dr. (B)(6) at (B)(6) health system. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).